Manufacturer narrative:
(B)(4). The customer returned 5 fr ptd catheter assembly for evaluation. The ptd device showed evidence of use and the basket was returned separated from the catheter body. Visual examination of the separated basket revealed that the catheter cable wire broke adjacent to the proximal connector assembly. No defects or anomalies were observed with the basket assembly, the catheter sheath or the catheter hub assembly. Microscopic examination revealed that both broken ends of the catheter cable wires were unraveled and stretched indicating it was stuck or pulled before the break. Evidence of use in the form of dried blood was observed within the sheath body. No damage was observed with the sheath or basket assembly and the black pebax tip remained secured to the basket. The overall length of the separated catheter measured 29.10" which is within specification of 28.75-29.25" per product drawing. Based on these dimensional values, the ptd catheter broke directly adjacent to the basket connector and no pieces are missing. The catheter body was able to be retracted and advanced in and out of the sheath with minimal resistance. The catheter body spun as expected within the sheath when the catheter hub assembly was rotated by hand. A device history record review was performed on the ptd catheter and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this product lists warnings to ensure the exposed portion of the catheter remains straight at all times to aid in successful basket deployment. It states that the catheter assembly is not to be advanced forward during activation and not to advance the device beyond the anastomosis. It also warns that potential fatigue failure of the torque cable and fragmentation basket may occur with prolonged activation and a withdrawal rate of 1- cm/second is recommended when sharp radii are encountered. The reported complaint of ptd basket separated during use was confirmed through visual examination of the returned sample. The catheter was separated just before the connection to the basket assembly and the cables were unraveled and stretched indicating it was stuck or pulled before the break. A device history record review did not reveal any manufacturing related issues. Based on the time of discovery and the condition of the catheter cable wires at the break, it was determined that unintentional user error caused or contributed to this complaint. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: the doctor was using the device as he normally has in past procedures. There was no stent involved. There was no excessive force used. Basket separated but was quickly removed with the use of a snare. Therapy was reported to be interrupted/delayed.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: the doctor was using the device as he normally has in past procedures. There was no stent involved. There was no excessive force used. Basket separated but was quickly removed with the use of a snare. Therapy was reported to be interrupted/delayed.